Event description:
It was reported that a stent fracture occurred. The 90% stenosed target lesion was located in the non-tortuous external iliac vein. Following pre-dilation, an 8 x 120 x 130 innova self expanding stent was advanced ipsilateral and deployed without incident. The stent was post-dilated with three balloons. The last being an 8mm high pressure balloon. During this dilation, the balloon fractured the stent. Another stent was placed to cover the fractured innova stent. There were no patient complications and the patient was fine post procedure. There was no residual and the stent looked great when the procedure was complete.